Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. Event log, has many xdcr faults. Duplicated complaint allegation exhl diff:35 fail. This issue is being addressed in an internal corrective action.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.

Event description:
The customer reported that while in pt use, the ventilator gave a 'transducer fault'. The pt was removed from the ventilator and placed on another ventilator, no pt harm.